Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had poor image quality during a case. The 9600 system was removed and the procedure was completed with another system. No patient injury was reported.